Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting in-service then used in procedure, vasoview hemopro toggle was tight/stiff and hard to pull back. Customer does not like that there is no longer a click that lets you know when the device is in activation mode or not. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting in- service then used in procedure, vasoview hemopro toggle was tight/stiff and hard to pull back. Customer does not like that there is no longer a click that lets you know when the device is in activation mode or not. The hospital did not report any patient effects.